Event description:
Customer reported an alarm 2 followed by alarm 26, which was due to an occlusion issue in the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on troubleshooting steps, including disconnecting tubing and delivering boluses, but the occlusion alarms persisted. The blockage was identified to be in the cartridge, and the customer replaced the necessary supplies to resume insulin therapy with humalog/insulin lispro.